Event description:
It was reported that increased thresholds were observed during routine follow up. The lead was successfully repositioned. Patient was stable after the event. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.